Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threaded inserter was cross threaded during impaction.

Manufacturer narrative:
Examination of the returned device confirms the complaint; the threads are damaged on the internal thread inserter preventing the two components to function smoothly. A complaint database search on the provided product code found a similar event which was attributed to misuse. It appears the internal threaded inserter was used without the outer guard component which protects the threaded inserter. Based on the investigation, the need for corrective action is not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.